Event description:
It is reported that a customer received an unexpected restart alarm on their old insulin pump even after replacing the batteries with new ones. The patient's blood glucose level was 319 mg/dl at the time of the call. The customer is using an old pump because they are waiting for their replacement pump to arrive. The customer cleared the alarm and was advised to monitor the pump for any further issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.